Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor signal could not be found. The customer did not provide their blood glucose value. The customer removed the sensor and found that the cannula was missing. The customer's blood glucose reading was unknown. The item was replaced, but will not be returned for analysis.